Manufacturer narrative:
Initial.

Event description:
It was reported that an insulin leak occurred at the connector and cartridge during a press-and-hold procedure, after which the user replaced the cartridge, connector, and infusion set and resumed insulin delivery without further leaking; the issue involved the reservoir component and was characterized as a leak or splash. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed evidence consistent with a leakage at a seal associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.